Manufacturer narrative:
B5 - the reporter indicated that following an implantable collamer lens (icl) implantation procedure, the patient experienced excessive vault and significant reduction of iridocorneal angles. Due to excessive vault and significant reduction of iridocorneal angles the lens was exchanged for a same model, power but shorter length lens. The problem was resolved. Cause of the event was reported as unknown. H6 - health effect - impact code (f): 4625 removed from the initial MDR claim # (B)(4).

Event description:
The reporter indicated that following an implantable collamer lens (icl) implantation procedure, the patient experienced excessive vault and significant reduction of iridocorneal angles. Due to excessive vault and significant reduction of iridocorneal angles the lens was exchanged for a shorter length lens and yag was performed. The problem was resolved. Cause of the event was reported as unknown.

Manufacturer narrative:
H6 - 4581: significant reduction of ica. Secondary surgical intervention to remove/replace/reposition the lens is identified in the labeling as a known potential adverse event following icl implantation. Claim # (B)(4).